Event description:
Reportedly, the device would not properly display the patient ECG. Another als unit arrived on scene and another monitor was used to continue patient treatment. The facility reported that there was no negative impact to the patient resulting from the event.